Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. The reported patient effect of death is listed in the xience v everolimus eluting coronary stent system instructions for use; as a known patient effects of coronary stenting procedures. A review of the lot history record and complaint history could not be conducted because the part and lot numbers were not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The promus device referenced is being filed under a separate medwatch MFR number.

Event description:
It was reported through a research article identifying abbott vascular's xience drug eluting stent system and boston scientific's promus drug eluting stent system that may be related to patient death. Specific patient information is documented as unknown. Details are in the article attached titled: "same or different drug-eluting stent re-implantation for drug-eluting stent restenosis: an assessment including second-generation drug-eluting stents."